Event description:
According to the reporter, the needle broke. A visual search was conducted to try and locate the needle but it could not be found. It remained in the patient cavity.

Manufacturer narrative:
(B)(4).